Event description:
It was reported a non-integration due to a peri-implantitis around teeth 16-26. Implants were removed. Sites presented inflammation. Bone graft used to complete the procedure. Dentist followed densah protocol for implantation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates spb10, impl tapered sp 3.7mm 10m m octagon, lot number: 2022060963. G4: premarket identification k011245/k002188. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported item was spb10, however the customer returned what seems to be a spb14. Product returned changed to no. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Event description:
No further event information is available at the time of this report.